Event description:
It was reported by the patient that when the monitor was plugged in it emitted a very loud beeping noise. Trying different electrical outlets did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board assembly was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.